Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.